Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: it was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. The event was not confirmed.the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. An accolade ii stem and 36 +0 lfit head were revised to a restoration modular stem construct and another 36 +0 lfit head with 6 sets of dall-miles cables. As the rep was not present for the procedure, it is unknown if there are any allegations against the revised femoral head. Rep provided primary and revision usage reports, and confirmed that no further information will be released by the hospital or surgeon.